Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified vessel in the upper limb. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atm upon first inflation. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.